Event description:
The surgeon was unable to correctly deploy brachytherapy catheter (abr-0346) as there was a 'kink' in the catheter. Another catheter had to be used. No impact to the patient.what was the original intended procedure?catheterization with angiography followed by intravascular brachytherapy due to the proximal and distal stenotic portion of the right femoral popliteal graft.device #1is this a laboratory device or laboratory test?no.